Event description:
It was reported that the patient experienced a backup battery fault alarm. The system controller was exchanged, which resolved the backup battery fault alarms. There were no patient related issues due to the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6) ). The controller event log file contained data spanning 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). A backup battery fault alarm due to the backup battery not passing the load test was active throughout the entire log file. The log file did not capture when the backup battery fault alarm first activated; therefore, the initial conditions that caused the backup battery not to pass the load test could not be determined. The driveline was disconnected on (B)(6) 2023 at 11:15:57 to exchange the system controller. The controller periodic log file contained data spanning 12 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file first captured the backup battery fault alarm on (B)(6) 2023 at 12:16:25. The periodic log file was set to capture data once per hour. The exact time that the alarm activated could not be determined as the periodic log file only captures data at specified time intervals rather than upon the detection of an event. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The DHR review confirmed that the system controller has the CAPA 116200 implementation of grease on the battery cable. No further information was provided. The manufacturer is closing the file on this event.